Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with cracked case at display window corners and battery tube threads. Insulin pump received with minor scratches on display window. No traces of moisture were noted at electronic or motor assemblies per visual inspection.

Event description:
It was reported that the customer's insulin pump has crack on the top right of screen and can see condensation. No blood glucose reading provided. Advised customer the insulin pump would be replaced. No further information reported.